Event description:
As reported by the affiliate, thrombosis in the smart control and non-target lesion embolism were found. The lesion was treated by a surgical operation and revascularization. The intended procedure was a pta of a target lesion that was located in the superficial femoral artery. The lesion was not calcified and tortuous. The rate of stenosis was 100%. The lesion length and reference diameter were unknown. On (B)(6) 2013, two smart control stents (8x100mm and 10x60) were implanted at the target lesion with issue. The stents had good wall apposition and were covering healthy tissue to healthy tissue. It is unknown if the stents were overlapped, if they were post-dilated or if there was any distal disease left untreated. It is unknown if the patient was taking anticoagulation medication after discharge or if the patient compliant with medication regimen. About 9 months later, on (B)(6) 2014, the patient presented to the hospital due to numbness. By an imaging test, thrombosis in the 8x100mm smart control stent and non-target lesion embolism were found. It was reported that the thromboembolism did not cause the current stent thrombosis and it did not break off from the lesion and embolize away from the lesion. About 6 days later, an unknown surgical operation and revascularization were conducted. Seven days later, the patient recovered. This is a case from (B)(4) smart pms for sfa and the case number is (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of four reports involved with this patient and the associated manufacturer report numbers are 9616099-2014-00677, 9616099-2014-00678, 9616099-2014-00679 and 9616099-2014-00680. Complaint conclusion: as reported by the affiliate, thrombosis in the smart control and non-target lesion embolism were found. The lesion was treated by a surgical operation and revascularization. The intended procedure was a pta of a target lesion that was located in the superficial femoral artery. The lesion was not calcified and tortuous. The rate of stenosis was (B)(6). The lesion length and reference diameter were unknown. On (B)(6) 2013, two smart control stents (8x100mm and 10x60) were implanted at the target lesion with issue. The stents had good wall apposition and were covering healthy tissue to healthy tissue. It is unknown if the stents were overlapped, if they were post-dilated or if there was any distal disease left untreated. It is unknown if the patient was taking anticoagulation medication after discharge or if the patient compliant with medication regimen. About 9 months later, on (B)(6) 2014, the patient presented to the hospital due to numbness. By an imaging test, thrombosis in the 8x100mm smart control stent and non-target lesion embolism were found. It was reported that the thromboembolism did not cause the current stent thrombosis and it did not break off from the lesion and embolize away from the lesion. About 6 days later, an unknown surgical operation and revascularization were conducted. Seven days later, the patient recovered. This is a case from (B)(6) smart pms for sfa and the case number is (B)(4). The device remains implanted in the patient, therefore it was not returned for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15721497 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Stent thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent and around the damaged areas. Stent thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Based on the information available for review, patient, procedural, and pharmacological factors may have led to the stent thrombosis and thromboembolism reported. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported events do not appear to be related to the manufacturing process.

Manufacturer narrative:
The device remains implanted in the patient; therefore it is not available for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant devices: 8x100mm smart control stent, catalog # c08100ml, lot # 15681113; unknown treatment balloon and stent. (B)(6). (B)(4). This is one of four reports involved with this patient and the associated manufacturer report numbers are 9616099-2014-00677, 9616099-2014-00678, 9616099-2014-00679 and 9616099-2014-00680.